Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. Peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on an unknown date during the hospitalization, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and specific duration not reported) that completed on an unspecified date and an unknown cephalosporin intravenously (specific medication, dosage, frequency, and specific duration not reported) that completed on an unknown date during the hospitalization for the peritonitis event. Dianeal therapy was ongoing. After seven days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. The patient was not yet retrained on the proper aseptic technique. No additional information is available.